Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error 133.6090 was not identified during the customer call. Customer receives device 8015, with system error code 133.6090 on display and explained the problematic issue to the main speaker being compromised. Customer confirms device is still under warranty and send it in for repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device show error 133.6090. There was no patient involvement.